Event description:
A customer reported experiencing more occlusion alarms compared to a prior version of a product. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up, no additional information was provided, and no further action was required.